Event description:
Removal difficulty. The surgeon inserted the remover tool into the infusion tube, heard metal-to-metal contact, rotated the removal tool a few times, gave one hard pull on the remover tool, but the flexible portion of the infusion tube became separated from the portal. This incident came to pyng medical's attention approx 3 months after it had occurred. (B)(4).

Manufacturer narrative:
It was concluded that the portal tip was not threaded correctly with the removal tool, which resulted in separation of the flexible portion of the infusion tube from the portal tip. This event was reported to the (B)(4), but it did not lead to a corrective action, therefore, according to the procedure at the time, it was not reported to other regulatory authorities.